Event description:
It was reported that the device was used during a roux en-y, gastric bypass procedure. The surgeon was instructing the resident how to insert the device in the umbilical port under the direct vision. During the entry, the resident inadvertently punctured the aorta. The surgeon said that due to the previous surgery, the omentum was adhesed cephalad, causing the viewing area to be obstructed. The procedure was converted to an open procedure and or time was extended by 1 hour to repair aorta. Patient received multiple transfusions and is recovering.